Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified higher values than how they felt when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021 , as a result, the customer experienced leg and thigh cramping and had a seizure. The customer was then able to self-treat by a leg raise and a massage only. No third-party medical treatment was reported. No further information was provided. There was no report of death or permanent injury.